Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as it was exhibiting high out of range pacing impedances and loss of capture. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.